Event description:
It was reported that pump malfunction occurred while customer used g7 sensor, and customer planned to continue using current pump and rely on alternate insulin method if needed. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to complete pump reset, received instructions for storage mode and pump return, and was advised to return problematic pump within 10 days, reprogram pump settings, and reconnect continuous glucose monitor, and replacement pump was sent under active warranty.